Event description:
It was reported that a button was not responding on the customer's insulin pump. He was advised to discontinue use of the pump and revert to a back-up plan. It was stated that the insulin pump was not dropped or exposed to moisture. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.